Event description:
It was reported that the user experienced overnight hypoglycemia while using the ilet, observed on the device trend graph after a sensor replacement and a period of sensor disconnection during sleep; the user did not confirm the event with a fingerstick, and glucose was reportedly in target upon waking after being 167 mg/dl at bedtime. Symptoms included unobserved hypoglycemia during sleep without recalled neuroglycopenic or autonomic symptoms. Outcomes included transient low blood glucose to a reported nadir of 40 mg/dl with recovery and no hospitalization. Investigation included complaint intake, device use review, and user education on sensor replacement, system operation, and hypoglycemia management. Investigation of this case revealed an unclear cause of hypoglycemia with a possible contribution from sensor disconnection and data loss, without evidence of device alarms during the event and without identified device hardware or component failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.